Event description:
Suction catheter is used exclusively in the nicu. Problem: flat area near the tip of the catheter prevents insertion of the catheter and if the catheter can be inserted, it is difficult to remove. Multiple incidents. (*)